Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter and haemotronic showed a slice in the green tubing, confirmed by leak test at baxter. Because the lot number was unknown, a batch review could not be performed. Root cause could not be conclusively determined due to the insufficient information available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore, a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A hospital's baxter (B)(4) representative reported a set with tubing that was leaking during prefilling. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information is available.